Event description:
The customer received a blood glucose reading of 52mg/dl on the contour next link, retested on two different meters and the readings were 171 and 172mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to him.